Event description:
The customer reported no video at bootup (no boot). This resulted in a total loss of imagining functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller, image processor and display adapter boards were evaluated and reseated. The system was tested and found to be working as intended and returned to service.